Manufacturer narrative:
Per biomedical engineer he initially change solenoid 3 and solenoid 4 tested and it seemed to be in good working order, but it came back to biomed shop complaining of the same error. The data acquisition board was replaced and the issue was corrected.

Manufacturer narrative:
Report date: 27sep2021.

Event description:
The customer reported getting check vent auto sensor pressure fail. The customer reported that the unit was not in use on patient. The customer contacted product support and reported he has a v60 and it is failing, showing check vent auto sensor pressure failed. Verified code (B)(4) in the significate log. Customer already replaced the solenoid 3 and 4 and ran the unit for 2 hours. Sent it back to respiratory. Again, it was sent back to biomed. He needed the part # for the data acquisition (da) pcba. The customer will order the (da) pcba and the repair. The product support recommended to run the unit overnight and perform the required test.